Manufacturer narrative:
The reported blood loss is attributed to the patient's needle dislodging during treatment, and not performing rinseback of the patient's blood. The user's guide states that the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections, caps and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient's needle dislodged during a routine hemodialysis treatment. Treatment was discontinued without rinseback, resulting in a blood loss of 190cc. The additional blood loss amount from the needle dislodgement was not known but described as "not very much". No medical intervention was required specifically to address the blood loss.